Event description:
The pt was revised because the poly on the patella was not articulating with the femur and pt had difficulty extending the knee from 90 degrees to 40 degrees. Knee was making a popping sound.